Manufacturer narrative:
Initial reporter info received and added. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the dingus misaligned intermittently and the door would not open. After the dingus was misaligned, the site representative attempted to open the door mechanically using a wrench, but the screws of the door slides became broken. After the screws were broken the door would not open. The gantry skin covers were opened and it was found that the door slide screws were broken. There was no patient present when this issue was observed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter name is unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the dingus misaligned intermittently and the door would not open. After the dingus was misaligned, the site representative attempted to open the door mechanically using a wrench, but the screws of the door slides became broken. After the screws were broken, the door would not open. The gantry skin covers were opened and it was found that the door slide screws were broken. There was no patient present when this issue was observed.